Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of incident was 48 mg/dl and current blood glucose level was 301 mg/dl. Customer treated low blood glucose with food and glucose tablets. The insulin pump will not be returned for analysis.